Event description:
It was reported that the patient presented in clinic. Upon review, episodes of inappropriate ams (automatic mode switch) were noted on atrial lead due to over-sensed noise. The suspected cause of over-sensed noise was insulation damage on the atrial lead. Programming changes were made. The patient condition was stable.

Manufacturer narrative:
Correction: b5 - the correct event description should have been "it was reported that the patient presented in clinic for a follow-up. Upon interrogation, it was noted that the right atrial (ra) lead exhibited noise oversensing resulting in inappropriate mode switch due to lead damage. The noise was reproducible with arm movements. Programming changes to ddi pacing mode was done. The patient was in stable condition." Rather than "it was reported that the patient presented in clinic. Upon review, episodes of inappropriate ams (automatic mode switch) were noted on atrial lead due to over-sensed noise. The suspected cause of over-sensed noise was insulation damage on the atrial lead. Programming changes were made. The patient condition was stable."

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon interrogation, it was noted that the right atrial (ra) lead exhibited noise oversensing resulting in inappropriate mode switch due to lead damage. The noise was reproducible with arm movements. Programming changes to ddi pacing mode was done. The patient was in stable condition.